Event description:
It was reported that upon fluoroscopy, this left ventricular (lv) lead was noticed to be fractured. The physician opted to explant and replace this lead and the patient reported experiencing discomfort and pain. No additional adverse patient effects were reported. This lead has not been returned.